Event description:
During a urinary organ procedure, jamming occurred and the device could not fire. Another like device was used to complete the case. There were no adverse consequences to the patient.